Event description:
A report from a user facility in (B)(4) stated that during cataract surgery, some ¿smoke¿ comes out from the patient eye. The surgeon was proceeding with the cataract when ¿smoke¿ exited from the main incision. The handpiece was very hot and the surgeon noted a corneal burn on the left side of the eye. There was no irrigation problem and the stellaris primed correctly.

Manufacturer narrative:
Additional information was received indicating that as of (B)(6) 2017 two weeks from the surgery the patient had not suffer any consequences. One bl3170 stellaris handpiece was returned for evaluation. The needle tip and irrigation sleeve were not returned. Visual inspection of the handpiece found the nose cone and the transducer horn dented and marred. The cable is heavily damaged. Discolored areas, nicks and pinholes are visible. In several areas, the cable has a dried out cracked appearance. The lemo connector strain relief had separated from the cable jacket creating a pathway for moisture. A functional test was performed using a stellaris unit. The handpiece tuned, primed and functioned as intended. In addition, the handpiece was set at 100% ultrasound power and was engaged for several minutes without irrigation or aspiration. The handpiece became warm to the touch but did not become hot. The cause of the reported problem could not be determined.